Manufacturer narrative:
Immucor technical support used a remote electronic connection method to assess the testing instrument in question on (B)(6) 2018 and determined that the event log showed no errors during testing and that the rois were centered, and that there were no issues during strip read, strip exit, and of reagent addition. The instrument test wells in question were also visually weakly positive. The immucor laboratory tested retention product on (B)(6) 2018 which performed as expected. The immucor laboratory also tested a returned blood sample ((B)(4)) on (B)(6) 2018 which yielded an equivocal outcome with retention product. The internal immucor tracking number for this record is (B)(4).

Event description:
On (B)(6) 2018, an immucor employee reported on behalf of a customer site, an unexpectedly negative antibody screen when using capture-r ready-screen (I and ii) with a galileo neo instrument, when tested on (B)(6) 2018.